Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine (200mcg/ml at 99.24mcg/day), bupivacaine (25mg/ml at 12.4mg/day), and morphine (25mg/ml at 12.4mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump reservoir emptied in (B)(6) 2018 due to the fact that the patient missed a refill and "they lost track of the patient." An empty reservoir alarm occurred. The plan on (B)(6) 2018 was to program the pump to off state. No symptoms were reported. There were no further complications reported at this time.